Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) failed to power on was not confirmed during functional testing and the review of archived data. The autopulse platform was powered on and off multiple times, and no issues were noted. The archive data indicated no significant discrepancies, not confirming the reported complaint. The autopulse platform could be powered on and off multiple times during functional testing, which did not confirm the reported complaint. The platform was tested using the lrtf until the battery was discharged, with no faults or errors detected. Following the service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During the shift check, the autopulse platform (sn: (B)(6) did not power on. The platform was tested using a different lifeband; however, the issue persisted. No patient involvement.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.